Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pt death) was investigated. As received, the monitor was fully functional and able to detect and treat. Electrode belt sn (B)(4) has not yet been returned. Review of the pt's downloaded data indicates that the electrode belt was fully functional while in use. There is no indication to suggest that the lifevest caused or contributed to the pt's death. Monitor (B)(4): 04/2012; electrode belt (B)(4): 07/2008.

Event description:
A us distributor contacted zoll on (B)(6) 2014 to report that a pt passed away at home while wearing the lifevest. On 11/10/2014, zoll was notified that the pt experienced two inappropriate defibrillations during asystole. Review of the event concludes that the pt received two inappropriate shocks during asystole. Oversensing of small cardiac signal contributed tot he false detection. The response buttons were not pressed during the entire event as the pt was unconscious. The pt passed away on (B)(6) 2014.